Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, e3, h6(health clinical & impact).

Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: (device available for eval?, return to manufacture date), e1(site country), ( type of investigation, investigation findings, investigation conclusion, component code). Getinge field service engineer (fse) found touchscreen and vdcb was not working parts on order, replaced top display assembly and touch screen assembly cardiosave iabp services completed. Full preventive maintenance, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. The failure analysis and testing dept tested the touchscreen assembly to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified failure of touchscreen assembly (non-functional). Touchscreen assembly will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The failure analysis and testing dept. Tested the top level display assembly to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the top level display assembly was no functional. Top level display assembly will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.